Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient encountered an informational power-on-reset (por) message on their patient programmer and therapy s topped. The patient was able to clear the por message and the issue was resolved. Therapy was turned back on and was adequate. No further complications were reported.